Event description:
The customer reported that during a patient event while monitoring a patient, their device was intermittently losing power. There was no information provided regarding the patient event. There were no reports of any adverse effects caused to the patient as a result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio replaced both the battery connector pins and the contact pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.